Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
"It was reported leak in catheter line. Catheter leaking at the line, a new catheter is placed. Additional information received 02/19/2024: it was reported catheter was in the patient, but when flushing it was seen that it was not ok. Just a very minute amount of nacl 0.9% solution leaked inside the patient (nothing else). No imaging was taken to confirm the leak."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed at the 25cm depth marker. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: sharply formed fracture edges. Planar shape to the fracture surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h11.

Event description:
"It was reported leak in catheter line. Catheter leaking at the line, a new catheter is placed. Additional information received 02/19/2024: it was reported catheter was in the patient, but when flushing it was seen that it was not ok. Just a very minute amount of nacl 0.9% solution leaked inside the patient (nothing else). No imaging was taken to confirm the leak."